Manufacturer narrative:
UDI: (B)(4). The complaint device was received at the service center and evaluated. It was reported that the device would not start. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked and rusty. Further, the motor cable and keyboard resistance were out of tolerance limits. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor tends to stick and not turn. With the available information, we cannot determine the root cause of the defective motor cable and defective keyboard. The corroded motor and defective motor cable and defective keyboard would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/03/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/03/2020 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the micro tornado hp w hand control device would not start. During in-house engineering evaluation, it was determined that the motor rotation was blocked and rusty. There was no procedure involved. No additional information was provided.